Event description:
Plunger holder/track lls were received for pm. During in-house testing, the hex value was not greater than "co", which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software. No pt injury or treatment was associated with this event.